Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint issues is reported as the glue that connects the corrugated material to the nasal cannula disconnected while performing an in-service. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number provided by the customer, and there were no issues found that could relate to the reported complaint. The actual sample was not returned, however, the customer provided a photograph of the sample. It was reported that the nasal cannula was disconnected from the corrugated tubing. A review of the photo confirmed that the product was disconnected. Based on the visual exam of the photograph provided, the reported complaint was confirmed. The manufacturing facility has reported that the bonding process has been improved for this product. There has been an addition of surface treatment to the nasal adapter with the use of (B)(4), and also to the nasal cannula with the use of primer.

Event description:
The complaint issues is reported as the glue that connects the corrugated material to the nasal cannula disconnected while performing an in-service. No patient injury reported.